Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Reported events: seven events were reported for this quarter. Product return status: six devices were received for evaluation. One device was available for evaluation but has not yet been received. Evaluation status: three device evaluations are in progress. Three events were confirmed during testing. Three devices were found to be affected by a worn trigger. Product disposition: three devices were repaired and returned to the account. Additional information: there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes seven malfunction events in which the device experienced a fail-safe problem that could result in unintended activation. Seven events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 7 total events were initially reported. 4 previously reported events are included in this follow-up record.   Product return status 4 devices were received.   Evaluation status confirmed 3 reported events were confirmed during testing. - 3 devices were found to be affected by a worn/damaged trigger assembly. Not confirmed 1 reported event was not confirmed during testing; however: - 1 device was found to be affected by corrosion in the geartrain, rotor bearings, and driveshaft.   Additional information 7 devices were not labeled for single-use. 7 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 7 </noe> malfunction events in which the device experienced a fail-safe problem that could result in unintended activation. 7 events had no patient involvement; no patient impact.